Manufacturer narrative:
H10: the lot number for the device was not provided for all twenty-nine malfunctions; therefore, a lot history review cannot be performed. Out of the twenty-nine reported malfunctions, no devices were returned to the manufacturer for evaluation. The investigation is inconclusive due to no sample return. The definitive root cause for the reported events are unknown. The devices are labeled for single use. Colin p. Cantwell, jason pennypacker, harjit singh, leslie b. Scorza, peter n. Waybill and frank c. Lynch (2009). Comparison of the recovery and g2 filter as retrievable inferior vena cava filters. Journal of vascular and interventional radiology, 20(9):1193-9. Doi: 10.1016/j.jvir.2009.05.037. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twenty-nine malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of the device, positioning problem, difficult to remove, migration, and detachment of device or device component. This information was received from one source. Of the twenty-nine reported malfunctions, all involved patients with no patient consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the device was not provided for all twenty-nine malfunctions; therefore, a lot history review cannot be performed. Out of the twenty-nine reported malfunctions, no devices were returned to the manufacturer for evaluation. The investigation is inconclusive due to no sample return. The definitive root cause for the reported events are unknown. The devices are labeled for single use. (B)(4).

Event description:
This report summarizes twenty-nine malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of the device, positioning problem, difficult to remove, migration, and detachment of device or device component. This information was received from one source. Of the twenty-nine reported malfunctions, all involved patients with no patient consequences. Age, weight, and gender were not provided.